Manufacturer narrative:
Unknown manufacturer: (B)(4). Initial reporter zip: (B)(6). Investigation summary: an el200 product was not available for investigation, however the customer provided a photograph of the reported leakage; analysis of the photograph identified that blood was present within the housing of the neutraclear valve, however no obvious damage was visible which may have contributed to the customer's experience. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl. For investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample and connecting product in use at the time of the incident were not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el200 set in the past 12 months.

Event description:
It was reported neutraclear needle-free connector had leakage issues. The following information was provided by the initial reporter: "neutraclear on 3 way tap on midline catheter. Took blood from 3 way tap on mid line, then leur lock syringe was removed blood continued to seep into sterile drape and then sit in the valve area of connector."